Manufacturer narrative:
A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the device was found to be satisfactory.

Event description:
A report was received that the patients ipg incision opened up on one end. The physician believed it was not infected and cleaned up the incision site. The patient was prescribed antibiotics and reported upon follow-up that the incision had healed.